Event description:
Volumetric pump [4439] allegedly overinfused. No patient injury. Report received from mda - report reads: pump infusing medazolan 2mg/ml appeared to have malfunctioned. Rate was changed from 5mls/hr to 3mls/hr - checked by 2 nurses. At 12:05 reduced from 3mls down to 2mls/hr at 12:30 checked by 2 nurses. At 01:00 noted to have given 13mls instead of 2-3mls which should have been infused. Infusion discontinued and changed to another graseby pump. No further information available pump received and issued to investigating officer on june 2002.